Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for spinal pain. The pump contained fentanyl [2750 mcg/ml] at a dose of 16.9 mcg/day, bupivacaine [22.5 mg/ml] at a dose of 0.138 mg/day, and gablofen [835 mcg/ml] at a dose of 5.13 mcg/day. It was reported the representative was called by a hospital medical doctor to see the patient due to possible overdose. Environmental/external/patient factors that might have led or contributed to the issue included the patient had a previous motor stall in (B)(6) 2017. The pump was placed on minimum rate at that time by a home infusion hcp. The representative interrogated the logs and found the patient was in minimum rate. No actions were taken in regard to the pump except for the interrogation of the pump and reading the logs. It was unknown if the issue was resolved at the time of the report. Per the patient, other medication the patient was taking at the time of the event included oxycodone (15 mg every 4 hours), baclofen (30 mg three times a day), and lyrica (unknown dosage). It was unknown if surgical intervention occurred. The patient status at the time of the report was alive ¿ no injury. No further patient complications were reported. Pump logs provided by the representative showed that when examined on (B)(6) 2017, the pump¿s estimated early replacement indicator (eri) was 52 months. The logs showed 6 motor stall and motor stall recovery messages from (B)(6) 2017. The last motor stall also had a stopped pump period exceed tube set message occur on (B)(6) 2017 at 05:30.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the cause of the overdose had not been determined.